Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A journal article was received entitled, the ao/asif proximal femoral nail antirotation (pfna): a new design for the treatment of unstable proximal femoral fractures by praveen mereddy, sri kamath, muthukrishnan ramakrishnan, hamad malik, nigel donnachie, injury, int. J. Care injured 40 (2009) 428¿432. Between (B)(6) 2006 and (B)(6) 2007, 20 males and 42 females with a mean age of 78 years with unstable proximal femoral fractures who were treated with the pfna were reviewed. Four patients had delayed union (6¿8 months). Pfna blade cut out was noted in two patients. This report is for pfna nail. This is 1 of 4 reports for the same event, complaint #(B)(4).